Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury.

Manufacturer narrative:
(B)(4). The reported complaint of cuff leakage prior to use was confirmed through complaint investigation of the returned sample. The customer returned the actual sample was returned for investigation. Visual inspection did not reveal any abnormalities. Upon functional inspection, bronchial tube was inflated using calibrated endotest for both clear and blue cuff. The tracheal clear cuff was unable to maintain pressure at 25mbar. A device history record review was performed, and no relevant findings were identified. The clear cuff was further visualize using magnifying camera to observe the leak and the cuff was observed with cut mark. The components stacking on cuff inside pouch could be the probable cause of the cut mark on the cuff. Further investigation has been initiated under teleflex quality systems to evaluate this issue.

Manufacturer narrative:
(B)(6).

Event description:
It was reported "the doctor found cuff leakage when doing testing before using on patient." No patient harm or injury.